Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been brought to the emergency room on (B)(6) 2026 where they were admitted with elevated blood glucose (bg) levels above 600 mg/dl. The pod had been worn on their leg for between 36 and 48 hours. Symptoms reported include high bg levels, vomiting and weakness. The patient did not receive any diagnosis at the time. When the pod was removed, the cannula was found to be kinked. The patient was treated with intravenous insulin and fluids. The patient was released on (B)(6) 2026, approximately 3 days later.